Event description:
It was reported that during a routine check performed by the customer the cardiosave intra aortic balloon pump repeatedly failed the leak test. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the safety disk failed the membrane leak test. To fix the issue, the fse replaced safety disk with disk from a new pim. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse confirmed that the safety disk failed the membrane leak test. The fse replaced the safety disk with a disk from a new pim. Leak tests passed. The fse performed functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure. The nrc verified the failure of the safety disk failing the membrane leak test, with a result of +-6mmhg. The factory specification is +-6mmhg. The test result met factory specification of +-6, however the test result produced a failure. The safety failed testing. Retaining the safety disk in the nrc.

Event description:
N/a.